Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch lock sensor, which was determined to be faulty. Additionally, the investigation determined that the downstream and upstream occlusion sensors were faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The latch lock, uso and dso sensors were replaced and the device passed all testing.

Event description:
It was reported that there was a cassette not attached error. The event occurred during testing.